Event description:
This ra lead was implanted on (B)(6)2005 and remains implanted at this time. A call was placed to technical services on 03/30/2018 stating that this lead exhibited some oversensing from ventricular pacing events. The following physician was dr. Jeanne poole at university of washington regional heart center in seattle, wa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).